Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary problems. It was reported that the patient had a hysterectomy on (B)(6) 2009. It was also reported that patient underwent mesh revision on (B)(6) 2009 due to sling eroded into urethra. (B)(4) - urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted due to sui. It was reported that the patient underwent removal of eroded mesh, urethral diverticulectomy, urethral reconstruction, and cystoscopy on (B)(6) 2010, due to eroded mesh sling, stress urinary incontinence, and urethral diverticulum. No additional information was provided.